Event description:
Customer reported via phone, she was experiencing high blood glucose over 500 mg/dl due to issues with the insulin pump. Customer stated she constantly was getting air bubbles. Customer stated blood glucose was 215 mg/dl when she went to sleep and when she woke it was 456 mg/dl. Customer stated issue has been reoccurring since (B)(6) 2015. Troubleshooting was performed for high blood glucose. Customer stated she purged the air bubbles herself. Customer requested the device to be replaced and agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 3004209178-2015-66931.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.